Manufacturer narrative:
Additional information: per the final complaint questionnaire received on 25-feb-2022, removal of the initial lens did resolve the problem and "the patient doesn't wish a further surgical intervention". Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+2.5/078 (sphere/cylinder/axis) tore during injection into the left (os) eye. There was patient contact with the lens but no patient injury. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021.